Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed stable values around 480 ohms between february 2019 and october 2019 for the pacing impedance and around 0.5v for the pacing threshold. The shock impedance showed varying measurements between 75ohms and 88ohm in the mentioned time frame. The provided iegms showed artifacts on the ventricular channel leading to oversensing and one inappropriate vf detection. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 72 months after the implantation, oversensing on rv channel was noted. During a followup the noise could be reproduced while moving the arm. A revision took place. Lead replacement was not possible on the left side. The lead was capped. The patient remains in hospital, monitored with no device currently implanted.